Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) male patient presented to the ed complaining of chest pain. The patient has no medical history, and takes no medications. Patient does smoke and has a history of crystal meth. Use. Patient was admitted for observation. Test date: (B)(6) 2013; (B)(6). No lab test performed and both I-stat tests were run with the same patient sample. There was no other patient information received at this time. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on 03/08/2013. Customer returns and retained cartridges were tested and are functioning according to specification.